Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j0058135r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported that the patient was in the hospital in (B)(6). It was stated that the hcp (healthcare provider) ¿really messed up¿ the patient¿s back in (B)(6). The pump was currently delivering fentanyl ¿2200.1 and 420.7 mcg a day¿. The hcp had decided that the patient did not need as much fentanyl and was taking it from ¿4001 to 2001¿. On the date of this report, the patient was at the hospital and the hcp was taking it ¿down to 400 mcg a day¿. Additional information has been requested, but it was not available as of the date of this report.